Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported ben cannulas and high blood glucose levels, and the insulin pump has not alarmed no delivery. The customer was unable to conduct the high pressure test at the time of the call. Advised the customer to call back at his convenience to conduct the high pressure test. Nothing further was reported.